Event description:
A female pt underwent evar procedure in (B)(6) 2010. Known type 2 endoleak (lumbar) treated with coils (B)(6) 2010. And glue in (B)(6) 2012 subsequent enlargement of the aortic sac noted in (B)(6) 2012. Symptomatic enlarging tender aaa noted (B)(6) 2012 - proceeded to surgery. Top end of graft secure, actively bleeding left lumbar. Bleeding from left limb graft through suture holes securing z stents noted. Lumbar oversewn, bleeding from z stent stopped spontaneously. Pt recovered and has been discharged.

Manufacturer narrative:
Additional procedures is not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.